Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms in the bipolar configuration. The ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms in the bipolar configuration. The ra lead remains in service. No adverse patient effects were reported. Additional information was received indicating magnetic resonance imaging (MRI) was performed. The device was checked after and there were no impacts as a result of the MRI. The ra lead remains in service. No adverse patient effects were reported. Additional information was received indicating this ra lead was surgically abandoned, still implanted, due to noise, impedance issues and high pacing thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms in the bipolar configuration. The ra lead remains in service. No adverse patient effects were reported. Additional information was received indicating magnetic resonance imaging (MRI) was performed. The device was checked after and there were no impacts as a result of the MRI. The ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms in the bipolar configuration. The ra lead remains in service. No adverse patient effects were reported. Additional information was received indicating magnetic resonance imaging (MRI) was performed. The device was checked after and there were no impacts as a result of the MRI. The ra lead remains in service. No adverse patient effects were reported. Additional information was received indicating this ra lead was surgically abandoned, still implanted, due to noise, impedance issues and high pacing thresholds. No additional adverse patient effects were reported. Additional information was received indicating the ra lead may have also been fractured. No additional adverse patient effects were reported.